Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-apr-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to verify the location of the obstruction to be from the line between the column and the preheater assembly. The obstruction was cleared, and all the tubing was reconnected and the pump pressure remained steady at about 9.0 mpa. On 07-apr-2017, fse followed up with the customer again this morning and she reported that the device was working fine. No further action was required by field service. The most probable cause of the reported event was due to an obstruction of tubing between the column and preheater assembly.

Event description:
On (B)(6) 2017, the customer reported high pressure with their g8 analyzer. Technical support (ts) instructed the customer to completely remove the prefilter cap and filter element; but the issue persisted. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.